Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons had a delayed response and required multiple presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there is no patient impact associated with this complaint. During testing, the ok and contrast keypad buttons were intermittently unresponsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.